Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in an introducer needle is confirmed, and the cause is determined to be use-related. The components returned consisted of a guidewire and an introducer needle. Visual observation found the guidewire to still be within the needle. The coil wire was found to be stretching within the hub, indicating a thin core wire break. Tactual evaluation found the coil wire to pull back along the core wire(s) wire when pulled proximally. Pulling back on the wire exposed the small core wire, the tip of which was shaped in a sharp curve. Microscopic evaluation found the needle to contain a plug, at least partially consisting of biological material, at distal tip, at and distal to the bevel. Residue was found within the needle hub. The proximal tip of the thin core wire appeared to be intact. The distal end of the large core wire was found to be partly shiny around the edge. The break was found to be at the distal tip, and narrowing was observed at the tip of the core wire still present on the weld. This is indicative of a tensile break, likely caused by constriction between the needle and wire created by pulling the guidewire back within the needle along with biological material, creating a plug. Pressure of the needle bevel against the wire can also contribute to this constriction. The following IFU statements may be helpful: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needled from damaging or shearing the guidewire.¿ a lot history review (lhr) of reaq0882 showed two other similar product complaints from this lot number.

Event description:
It was reported that the guidewire was stuck inside the puncture needle; the user was unable to progress or return it. The wire and catheter were removed together from the patient. Update 6/14/2017 - returned wire is broken.